Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when the guide is removed, it loses its shape and is sectioned. In the proximal portion, when trying to remove it, resistance is requested. Portable chest x-rays are requested, where "guide rolling" is evidenced at the level of the clavicular external union, it is decided to suspend the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the guide is removed, it loses its shape and is sectioned. In the proximal portion, when trying to remove it, resistance is requested. Portable chest x-rays are requested, where "guide rolling" is evidenced at the level of the clavicular external union, it is decided to suspend the procedure.